Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 46 mg/dl. Customer treated their low blood glucose levels via food. Customer¿s current blood glucose level was 250 mg/dl. Troubleshooting on the insulin pump was performed confirming the device worked properly as designed. The insulin pump will not be returned for analysis. Frn-mmt-332-reservoir. Infusion set . Unomedical infusion set.